Event description:
The duett pro sealing device was deployed following an interventional procedure via a 7 fr sheath. It was reported that the patient had a puncture site in both the right and left groin to access the common femoral artery. The duett pro was used to seal the right common femoral artery access site. Following the deployment, the patient became diaphoretic with a drop in blood pressure and dopamine was administered. A retroperitoneal bleed was confirmed however, the origin of the bleed was not identified, and the patient was intubated. The right and left groin puncture sites were re-accessed to aid in treatment. Treatment consisted of a blood transfusion, platelet gp llb/llla inhibitor (s) and the placement of a balloon pump in the right groin puncture site. The treatment was successful and the event was resolved with no further complications.